Event description:
Report #1 of 2 received from a abbott international affiliate of a tubing separation on two sets. The report states, "tubing easily detaches from cassette of infusion set (should be firmly bonded on)." The separation was noted during priming with a premix infusion fluid of ropivicaine & fentanyl, prior to connection to the pt. This occurred on two sets from this lot; a third set was successfully used. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.